Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor under infused medication to the patient. The expected medication delivery time was 46 hours; however, after the therapy time was complete, it was discovered that medication was remained in the device and had not been delivered to the patient. Therefore, the patient did not receive their full therapy dose. The device had been filled with 3000mg fluorouracil and 40 ml dextrose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from february 12, 2020 - february 13, 2020. H10: the device was received for evaluation containing 35ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.